Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.1 had broken. A field service engineer (fse) inspected the main smart half-height drawer 3.1 and found the latch hard stop loose due to a broken spring. The hard stop was replaced, and a hardware test application test was performed successfully. All lights and cables were checked, debris was cleaned, and the customer verified that all device functions were working normally in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was broken and unable to close it. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.